Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent on (B)(6) 2024 after three hours of insertion. Insertion site was abdomen. The glucose level was high. Therefore, patient was treated with correction via IV bolus. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.